Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited central regurgitation and stenosis on echo and cath. The valve eoa was observed to be 0.8 cm sq. The decision was made to explant the valve. Upon explant, cuspal tears, pannus, and leaflet stiffening were observed. The surgeon stated that he was not alarmed or surprised at the pannus, as this is a generally known as an expected outcome associated with bioprosthetic valves. The valve was explanted and replaced without reported patient complication.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: received in a clear solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are slightly stiff but flexible. A small perforation and abrasions in the left cusp adjacent to the non-coronary left commissure appears to be associated with bias wear. Two tears and abrasions in the non-coronary cusp through the free margin and lunula appear to be due to bias wear associated with a hinged effect at the line of pannus that appears to have extended onto the cusp. A detached ring of glistening off while pannus appears to have been attached to the tissue and base stitching; extended onto all cusps reducing the inflow orifice area. Radiography shows trace mineralization in three pieces of host tissue. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device attributed to pannus overgrowth and subsequent bias wear. Device explanted and replaced with no reported adverse pt effects.